Manufacturer narrative:
A no product returned engineering evaluation was performed. As the device was not returned, no visual inspection, dimensional testing or functional testing could be performed. No imagery was returned for review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no DHR is required. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no lot history review is required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. It should be noted that the thv was implanted directly to the native mitral valve position. The sapien 3 ultra thv (s3u) with the commander delivery system (ds) is currently indicated for a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. The following instructions were reviewed based on the indicated use of the device as defined per IFU. The commander delivery system with s3/s3u IFU and procedural training manual were reviewed. Incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient prosthesis mismatch) and/or annular rupture. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaint was unable to be confirmed. No potential manufacturing non-conformance were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted into the native mitral position. The sapien 3 ultra thv (s3u) with the commander delivery system (ds) is currently indicated for a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. As reported, ''during a valve in native mac with a lampoon, the physician ordered +3cc with the 26mm sapien3 ultra (s3u) via transeptal approach. The valve was initially implanted in 10:90 (atrial:ventricular). It was then noted the valve was migrating more atrial so it post-dilated with +2 cc. The valve continued to migrate more atrial'' and ''the physician ordered a 29mm sapien 3 (s3) with +4 and the valve was implanted in the mitral valve and remained stable.'' Per the instructions for use (IFU), ''incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient prosthesis mismatch) and/or annular rupture''. In this case, the initial 26mm valve size was likely an improper thv size (too small) and lead to the valve migration into the atrium during deployment as the 29mm valve was later used and remained stable within the mitral valve. While a definitive root cause was unknown, available information suggests that procedural factors (valve size selection) may have contributed to the complaint event.

Manufacturer narrative:
Valve status is unknown. This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 ultra valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results are inconclusive as the exact cause of the embolization is unknown but could be related to the mechanism described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist, during a valve in native mac with a lampoon, the physician ordered +3cc with the 26mm sapien3 ultra (s3u) via transeptal approach. The valve was initially implanted in 10:90 (atrial:ventricular). It was then noted the valve was migrating more atrial so it post-dilated with +2 cc. The valve continued to migrate more atrial. A second 26mm s3u valve prepped with +5cc. While positioning the second valve and pulling back the flex catheter, the first valve embolized into left atrium. Second valve removed without being implanted/expanded. The physician ordered a 29mm sapien 3 (s3) with +4 and the valve was implanted in the mitral valve and remained stable. After deployment, the patient developed lvot obstruction and gradients 40+ across aortic valve. The patient was converted to open heart surgery. The 29mm s3 was removed and a surgical mitral valve was implanted with good result. The initial 26mm sapien 3 valve was explanted during open mitral valve replacement.